Event description:
Information received regarding the explanted device notes that the patient was admitted to the hospital because of syncopal episodes. Ecgs noted no paced events and the patient's intrinsic rhythm was in the 40's, with atrial flutter, bigeminal rhythm and "runs" of ventricular tachy- cardia. The device could not be interrogated or programmed.